Manufacturer narrative:
No additional information is available at this time. Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this rv lead continues to exhibit out-of-range (oor) pacing impedance measurements. The local area field representative reported there are no plans for an intervention as all other lead measurements remain within normal limits and the impedance has been steadily high. The physician suspects clavicular crush however no noise has been observed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead has a high out of range pacing impedance. Currently, this lead remains implanted and in service. No adverse patient effects reported.